Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device had tight movement and was not operating correctly. There were no delays in the surgical procedure as an unspecified spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device unit was not functional, unit shaft was not turning smoothly and the unit was not accepting the quick coupling gauge. Therefore, the reported condition was confirmed. It was also determined that the internal components were corroded, unknown debris was found inside of the unit and the adapter coupling was cracked. The assignable root cause was determined to be due to wear from normal use. If additional information should become available, a supplemental medwatch will be submitted accordingly.